Manufacturer narrative:
The root cause of the event was determined to be a defective epc. Spare part has been shipped and customer is now using this machine as demo unit.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was not returned for investigation. The customer sent picture of the lcd display issue. The issue persisted after swapping the display and tech support suspects epc failure. Customer was advised that main electronics needs to be replaced.

Event description:
The customer reported that the unit lcd display was distorted. As of this time, it is unknown if there was any patient involvement during the event.